Event description:
Product analysis for the tablet serial cable was completed and approved on (B)(6) 2015. An analysis was performed on the returned usb to db9 cable and a device malfunction was confirmed. The cause of the issue was with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the physician was having issues interrogating a patient's device with his tablet. The physician kept receiving the "unable to open port" message. Troubleshooting was performed over the phone with the physician. First the serial cable was unplugged from the side of the tablet, plugged it back in and he waited for 15 seconds before proceeding. This was not successful. He was also advised to hold the serial cable near the usb plug and make sure that the cable was not angled sharply and this too was unsuccessful. He was then told to turn the tablet off, and then back on, wait 15 seconds, and select "interrogate device." He again got the message "unable to open port." He never got to the prompt to "start interrogation." A different cable was then used with the tablet and the tablet worked well. The tablet serial cable was received for analysis on (B)(6) 2015. Product analysis is currently underway but has not been completed to date.